Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system generated a pop-up warning indicating a server connection failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users received the server connection failed error when attempting to use global find due to a mixed version environment. A technical support specialist (tss) confirmed that the server had already been upgraded to version 1.11 while some stations were still running version 1.6, resulting in a mixed version environment. Due to this mismatch, global find functioned on stations matching the server version but failed on those running an older version, as mismatched stations were unable to retrieve global find results. Tss advised that once all stations were upgraded to match the server version, global find would function normally across all devices. Additionally, a product incident (B)(4) case was created for the engineering team to track the issue.